Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The following info was reported by the customer's attorney's office: in (B)(6) 2007, the customer's doctor prescribed the use of an insulin pump with an infusion set. On (B)(6) 2008, customer allegedly failed to receive the correct dose of insulin to manage his diabetic condition. He allegedly died from improper amounts of insulin. Nothing further was reported.